Manufacturer narrative:
(B)(4). Corrective treatment included cefuroxime, ceftriaxone and clarithromycin. Further information was requested but none has been received.

Event description:
This spontaneous report received via customer service from a (B)(6) physician concerts a (B)(6) patient, demographics unknown. She was treated with radiesse for filling in gluteus about 9 months ago. Physician reports that after the procedure the patient had hardened and deeper nodules. Surgical drainages were performed without success. The holes (fistulas) have appeared 3 months ago. (B)(6) infection was observed after secretion culture. Corrective treatment included cefuroxime, ceftriaxone and clarithromycin. The outcome of the event was not resolved. No further information was provided. The physician reporter was not responsible for the application of radiesse, in this way it was not possible collect the data from the application.